Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the device battery voltage was displaying a value below the recommended replacement time (rrt) threshold without the device having triggered rrt. The physician indicated seeing both early replacement indicator (eri) and rrt labels in the remote monitoring website and was upset that the eri label changed to rrt over time. The physician was informed that the battery measurement needs to be at or below threshold on 3 consecutive days to trigger rrt. Review of remote monitoring website showed only the rrt labels. The device was replaced approximately a week later for normal eri. No patient complications have been reported as a result of this event.